Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had intermittent communication errors. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.